Event description:
It was reported that, surgeon impacted omega plate to bone and the impactor broke off at the tip.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.